Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for interventions.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2010 to report that her daughter experienced a failed sensor two days after insertion. Upon removing the sensor, she realized that the sensor wire appeared shorter than usual. Patient's mother was able to remove the wire with tweezers. Patient experienced itching and redness at the insertion site, but no medical intervention was required, and patient was normal at the time of her mother's call to dexcom technical support.